Event description:
It was reported by a sales representative (sr) that the programmer displays an error message when interrogating a device, entering into a session or trying to change a default setting. Technical support (ts) suggested the sr run the 2090 service disk in an effort to fix the error or send it in for repair. The status of the programmer is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).